Event description:
As reported: "a patient who underwent surgery with a gamma3 u-lag screw on (B)(6) 2018, fell while transferring from a portable toilet at home on (B)(6) 2022. Subsequently, it was discovered that she had a femoral neck fracture on left side, so on (B)(6) 2022, she underwent surgery to remove gamma 3 and replaced it with a bipolar."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. Based on details available an exact root cause could not be confirmed but it could not be excluded that the reported event is rather related to the patient [unusual changes in the implantation area e.g. Falls or accidents], which is confirmed by event description ¿¿fell while transferring from a portable toilet at home on (B)(6), 2022...¿. Furthermore, as per IFU ¿the surgeon must warn the patient that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future. Explain the need to report unusual changes in the implantation area as well as falls or accidents even if the device or the site of operation did not appear to be harmed at the time.¿ after initial nail treatment on (B)(6) 2018 the patient fell in (B)(6) 2022 and ¿subsequently, it was discovered that she had a femoral neck fracture on left side, so on (B)(6), 2022, she underwent surgery to remove gamma 3 and replace it with a bipolar¿. Finally, as per further details available non-broken nail was confirmed and ¿no defects in product¿. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. With details provided no deviation for the nail in question was verified. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device disposition.

Event description:
As reported: "a patient who underwent surgery with a gamma3 u-lag screw on (B)(6) 2018, fell while transferring from a portable toilet at home on (B)(6) 2022. Subsequently, it was discovered that she had a femoral neck fracture on left side, so on (B)(6) 2022, she underwent surgery to remove gamma 3 and replaced it with a bipolar."